Manufacturer narrative:
(B)(4). This customer reported a possible disagreement with the shock advisory algorithm. There was no negative impact to the involved patient. There was no event summary nor any ECG strips available for review. The hospital's biomedical engineer evaluated the device and it passed all performance verification testing. The director of nursing and the emergency department nurse stated that this issue was a use issue and not a malfunction.

Event description:
This customer reported a possible disagreement with the shock advisory algorithm. There was no negative impact to the involved patient.